Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 311 mg/dl. Customer disconnected and was trying to change the infusion set when she received the motor error alarm. Customer does not use the sensor feature on the pump. Customer stated that she was unable to clear the alarm. Customer also had a no delivery alarm during bolus. Customer stated that the no delivery alarm occurred a couple of weeks ago around may 1. Customer changed the set to resolve the issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.